Manufacturer narrative:
The device was not returned to olympus for inspection, however a field service engineer (fse) was dispatched to the customer site. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the missed packing joint (o-ring) was traced to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the endoscope reprocessor exhibited a missed packing joint (o-ring). There was no patient involvement.